Event description:
Pt's ECG and heart rate were being monitored by the device. The low heart rate alarm limit was set to 90 bpm and the alarm was believed to be in the active mode. Pt was also connected to a separate pulse oximeter. The nurse was alerted by the pulse oximeter alarm and found the pt's sao2 to be between 70 and 80%. The co monitor was not alarming at all and the displayed heart rate was between 60 and 70 bpm and pt was dusky. Also the built-in recorder did not run and record the event.